Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that blood backed up on the "pi line" of a swan-ganz catheter and caused staff to restart medications. Catheter was placed in patient on (B)(6) 2024 during open heart surgery and was connected to an edwards hemodynamic monitor for continuous monitoring. Patient was transferred to ICU at 1351. Around 0410, rn went to send morning labs and was stopped due to recalibration of the edwards device. Rn was instructed to draw from the pa port, but rn shared that they initially drew from the brown port of the introducer. After about 15 minutes, the rn reported that blood had backed up into the "pi line" and into the medical tubing. Blood was unable to be removed from the tubing which caused the restart of the medications. 15 minutes after that previous event, "pi line" was no longer able to infuse medication. Attempts to withdraw and flush line was made but issue continued. Medication infusion were moved to available ports and the swan ganz catheter was removed from patient. Flushing was attempted again after removal and catheter was unable to flush through the "pi (white) line". There were no patient injuries reported. Type of medication was requested, but not provided.

Manufacturer narrative:
A product evaluation was completed on the returned 777f8. The reported event of blood backed up was unable to be confirmed. All through lumens were patent without any leakage or occlusion. Balloon inflated clear and concentric, and remained inflated for 5 minutes. Manufacturing controls to avoid potential causes related to the occlusion malfunction include flow test and visual verification of 100% of these devices. Lot number was previously reported as unknown, but later identified as 65643888 after product evaluation testing. Per the product evaluation, the reported condition could not be confirmed. Therefore, no product nor process malfunction was identified in this complaint. A device history record review was completed and documented that device met all specifications upon distribution.